Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead h3 device evaluation: (serial# (B)(6): analysis found that conductors 3 and 5 were broken in the body of the lead 24.5cm from the distal end, there were suspected body fluids observed in the lead, there was a cosmetic cut in the outer insulation 20.5cm from the distal end, the lead was pinched at a suspected anchor/suture site 24.5cm from the distal end, there were suspected tool marks in the outer insulation 27cm from the distal end, the outer insulation was pinched at various locations throughout the entire lead, the braid protrudes through the insulation 27cm from the distal end, and there were open circuits on circuits 3 and 5, but no shorts between circuits. The complete lead was returned. (Serial# (B)(6): analysis found that conductors 0-7 were broken in the body of the lead 20cm from the distal end, the outer insulation was cut, breached 7.5cm from the proximal end, the lead was pinched at a suspected anchor/suture site 20cm from the distal end, there were suspected tool marks in the outer insulation 20cm from the distal end, the outer insulation was pinched at various locations throughout the lead, the braid protrudes through the insulation, there were suspected body fluids observed in the lead, all circuits were open circuits, and there was a short between circuits. The complete lead was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 08-apr-2025, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 08-apr-2025, UDI#: (B)(4), b3: event date is not known. G2: the country of the event is br h6 codes refer to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the spinal cord electrodes were showing high impedances until they completely stopped functioning. The patient underwent hospitalization for the electrode replacement procedure. The issue was resolved with the replacement of the electrodes. The patient was reported to be alive with no injury at the time of the report.